Event description:
On (B) (6) 2009, the sales rep reported that on an unk date the surgeon found a broken screw on x-ray. Add'l info received via telephone on 04/09/2009, the sales rep reported that the pt was seen at the dr's office for an unk reason. The surgeon took x-rays and it was noted that at least one screw was broken. The pt is an alcoholic, and while waiting to go in for the revision surgery, the pt had a seizure. The pt continues in the ICU. It is unsure when the revision surgery will take place. This malfunction has resulted in an adverse event, revision surgery, in the past.

Manufacturer narrative:
The screw is still implanted. Eval pending.